Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be due to kinks, leaks or a component failure. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt with a renays go, the device had an air leak. The nurse tried various troubleshooting steps including: restarting the device, checking the system, changing the canister, confirmed there were no obstructions. The nurse indicated that the low vacuum resolved after performing the last step from the clinical guideline which indicated that an air leak might have been present in the soft port or dressing. The nurse stated she had already changed the dressing and made sure it was well-sealed. She believes that the device malfunctioned after turning it off and back on, because it went into air leak without even pressing the resume button. It is unknown how the treatment was completed nor if there was a delay. No further information available.